Manufacturer narrative:
(B)(4). Batch #unk. Additional information received: photos were received for review. Upon visual inspection of photos, it was observed that the photos show that tissue and one clip can be seen not properly formed on tissue. Based on the photo, the event described is confirmed, however, no conclusion or root cause could be determined as hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event, however no device was received for analysis. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a lap cholecystectomy, the clips did not close fully during firing. There were no patient consequences. No additional information is available at this time.